Event description:
In a follow up for a received/used dialyzer, the nurse reported there was a dialyzer blood leak during a hemodialysis (hd) treatment. The nurse stated that an fx coral fx80 hf 24/cs 1.8sa steam was used for treatment and a blood leak occurred. The blood leak occurred 3hours into the patient¿s hemodialysis (hd) treatment. The nurse confirmed that the machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was not visually observed. Stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Confirmed that the leak was internal. Stated that there was no defect or damage seen on the dialyzer. Stated that the patient¿s estimated blood loss (ebl) was approximately 275 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient¿s treatment was considered completed and patient was not restarted.stated that the dialyzer was available and has already been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
In a follow up for a received/used dialyzer, the nurse reported there was a dialyzer blood leak during a hemodialysis (hd) treatment. The nurse stated that an fx coral fx80 hf 24/cs 1.8sa steam was used for treatment and a blood leak occurred. The blood leak occurred 3hours into the patient¿s hemodialysis (hd) treatment. The nurse confirmed that the machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was not visually observed. Stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Confirmed that the leak was internal. Stated that there was no defect or damage seen on the dialyzer. Stated that the patient¿s estimated blood loss (ebl) was approximately 275 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient's treatment was considered completed and patient was not restarted.stated that the dialyzer was available and has already been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.